Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula bent, retracted and broken on the back of the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Checked the needed for burrs, hooks and dull needle tip defect none were found, the sensor needle passed per specifications.

Event description:
The customer called and reported the sensor needle did not retract and there was some resistance when he was trying to pull out the needle hub during insertion. The customer stated he tried to force the needle out and the entire sensor needle came out. His blood glucose at time of the event was not recalled. Customer was advised the sensor would be replaced and agreed to return the product for analysis.